Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300-400 (mg/dl) and small levels of ketones. Customer would change supplies, and their bg levels would momentarily decrease, and then elevate again. Reportedly, customer had witnessed insulin exit the tubing, and the customer declined troubleshooting with tandem technical support at the time of the call. Customer stated that they contacted their health care provider who adjusted their insulin regimen.